Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire loaded into an introducer needle in a guidewire hoop was received for evaluation. Visual, dimensional observation, microscopic and functional evaluations were performed on the returned device. The distal portion of the gw proximal to the introducer needle appeared to have a bend and stretching was observed. An attempt to advance the guidewire could not be performed due to the stretching condition throughout. The round core wire was noted to within the uncoiled/stretch portion of the guidewire. The termination appeared to be a welded round ball. The flat core wire was noted to within the uncoiled/stretch portion of the guidewire. The termination of the flat core wire appeared to be granular. The distal tip of the guidewire was inadvertently stretch to observed for a termination of the flat core wire. Two terminations were found on the distal tip of the guidewire. The investigation is confirmed for the reported failure to advance and identified fracture, material separation, deformation due to compressive stress and stretched issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. During the procedure, the guidewire could not pass through the introducer needle. The procedure was completed using another device. There was no reported patient injury.